Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed hdd port 0 error. According to the customer, the unit displayed the error and will not boot up. Technical support (ts) advised the customer to un-seat port 0 and then boot up the cns with only port 1 hdd. The customer ordered new hdd's. There was no patient injury reported. Investigation summary: the root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause of the issue to be due to overdue maintenance. Hard drives are routine service component, it is expected to be replaced periodically or as indicated (preventative maintenance). This does not suggest nk device deficiency/malfunction. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) displayed hdd port 0 error. According to the customer, the unit displayed the error and will not boot up. There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) advised the customer to un-seat port 0 and then boot up the cns with only port 1 hdd. The customer ordered new hdd's. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) displayed hdd port 0 error. According to the customer, the unit displayed the error and will not boot up. There was no patient injury reported.